Event description:
The customer stated that he performed control tests and received results of 184 and 191 mg/dl. The normal control range was 94-129 mg/dl. No adverse events were alleged. The customer was testing with the sample disc of test strips that came with his new meter. The product code was not available and he could not read the lot number. Customer service attempted to contact the customer in order to request the return of the sample disc. The csr was unable to get in touch with the customer. It does not appear that any product will be returned at this time.